Event description:
It was reported that during patient use the ventilator had a high o2 inlet pressure alarm and oxygen was leaking from the bottom of the ventilator. No patient information will be provided per hospital regulations. There was no reported serious injury to patient. The service screen shows the o2 inlet pressure at 21.2 lpm. The debug logs show that ventilation was not interrupted and continued to ventilate patient.

Manufacturer narrative:
Device problem already known. Confirmed failure was isolated to a faulty reg5501p regulator.